Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was found on (B)(6) 2016 with a cause of impedance. The implant to rrt months was 19.9. Rrt was prior to explant. Daily battery voltage trend shows battery voltage of > 2.85 volts. Daily battery impedance trend shows gradual rise in average daily impedance.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.